Event description:
It was reported that during a follow up in clinic, inadequate right ventricle (rv) capture and r-wave amplitude variation were noted. The device was reprogrammed. Later, right ventricle (rv) loss of capture resulting in arrhythmia and fatigue was noted. Additionally, r-wave amplitude variation and low rv pacing impedance was noted. Abbott technical support was contacted and additional reprogramming of the device was performed. The patient was in stable condition.